Manufacturer narrative:
An intuitive surgical, inc (isi) field service engineer (fse) reviewed the site's system logs and did not find any relevant system issues. Therefore, no products are expected for return to isi for perform failure analysis.

Event description:
It was reported that during a da vinci-assisted procedure, the patient sustained an injury to the umbilicus. The tissue was described as being burnt. The surgeon was able to repair the defect; however, the specifics of the repair were not provided. In addition, the cause and severity of the complication are unknown. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to obtain additional information; however, as of the date of this report, no further details have been received.